Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple storage space had failed. A field service engineer (fse) identified that drawer 6 had two failed cubie rows c and d. The system was powered down, and the row board cable along with the retractor band connections were reseated. After rebooting the system, the drawer was tested using the final test in the hardware test application (hta), and the test was successful. Fse inspected the storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple storage spaces were failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.